Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an implantable pulse generator (ipg) pocket infection. The ipg system was extracted. No further patient complications have been reported as a result of this event.